Event description:
Patient reports the true metrix glucose monitoring test strips are not functioning properly. He experienced malfunctions while attempting the capillary action mechanism and received errors indicating "too much blood/ not enough blood". The reporter states 1 out of 4 test strips fail on occasion. The mentioned device is sold at (B)(6) as well as (B)(6).